Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The patient alleged visualization of black particles. Patient also alleged that she felt nasal discomfort upon blowing her nose and black particles were on the tissue too. There is no allegation of serious or permanent harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged visualization of black particles. Patient also alleged that she felt nasal discomfort upon blowing her nose and black particles were on the tissue too.there is no allegation of serious or permanent harm or injury. No device has been returned. No further evaluation is possible at this time. A final report is being submitted. If new information becomes available that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed. Section h6 updated in this report.